Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D5 is unknown. No product information has been provided to date.

Event description:
It was reported that a motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found non-OEM top case identified. Cracked right plunger case, bottom case tabs and gasket broken. Corrosion on interconnect board and battery. Functional testing found motor rate error at start of occlusion test. Installed testing main board and performed occlusion test which passed. The main board no longer operates properly due to normal wear. Replaced main board. The root cause of the reported issue was found to be normal wear, main board is 10 years old. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).

Manufacturer narrative:
B5: describe event or problem: updated with additional information received. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H4: device manufacture date: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
Additional information was received by the manufacturer and attached on (B)(6) 2022, this pump was not involved in any incident with a patient. The failure errors registered and reported were all non-patient incidents.